Manufacturer narrative:
Root cause: training/use error. The t:slim x2 pump user guide states: your t:slim x2 pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's pump had suspended insulin "independently". Tandem technical support reviewed the pump data and found that an auto-off alarm had occurred due to no customer interaction with the pump. The customer acknowledged the alarm was valid as there was no pump interaction for 12 hours. Blood glucose was not impacted.